Event description:
The nurse arrived at the pt's home for a 5-fu takedown at the end of a 46-hour infusion. After disconnecting 5-fu from pt and de-accessing the infusion port, she discovered that the 5-fu bag was full. Per the pt's wife, during the infusion, the pump read 3 ml/hr and she could see "drips" on pump. All clamps were open and the pump alarmed at appropriate time for takedown. Upon further nurse investigation, she noticed that there was excess tubing within the pumping chamber. The tubing was not flat and secure and was bunched up preventing the infusion of the drug. There was no alarm to alert the pt of this pumping problem. The pt did not receive his 5-fu prescribed dose.